Event description:
Customer reported receiving a minimum fill notification, indicating an insulin delivery issue. The customer's blood glucose level exceeded the usual threshold, displaying "high," but specific values were unknown. Customer administered a correction injection via mdi and attempted various corrective actions, including filling tubing and loading a new cartridge, but the issue persisted. Technical support guided the customer through cleaning procedures and attempting to resolve the issue by trying a new cartridge, but it remained unresolved. No external assistance was required, and the customer was eventually offered a loaner pump as the problem persisted for two to three weeks. There was no reported impact on the customer¿s blood glucose level beyond the elevated readings.